Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse event of peritonitis, characterized by abdominal pain, which required antibiotic therapy. The definitive etiology of the serious adverse events is unknown; therefore, causality could not firmly be established. However, the pdrn reported the possible cause of the peritonitis was constipation. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Additionally, avoiding constipation is believed to decrease the transmural migration of bacteria in patients on peritoneal dialysis. Per the pdrn, the serious adverse events were unrelated to any fresenius device(s) and/or product(s) malfunction or deficiency. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating the patient¿s fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report that a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or manufacturer specifications. This is further evidenced by the patient¿s continued use of the same liberty select cycler.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was diagnosed with peritonitis. The patient is reportedly performing a manual midday exchange to instill antibiotics. An email response from the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the outpatient home dialysis clinic with complaints of abdominal pain (date not provided). A peritoneal effluent fluid culture and cell count (nucleated cells = 520, polymorph = 87, mononuclear = 13) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin and ceftazidime (dosages, frequencies, durations not provided), and the peritoneal effluent culture result returned negative for growth. The patient¿s antibiotics were continued, and a follow-up cell count revealed the peritonitis was resolving (nucleated cells = 40, polymorph = 33, mononuclear = 67). The patient continues to undergo ccpd therapy utilizing the same liberty select cycler and is recovering from the serious adverse events. Per the patient¿s pdrn, the serious adverse events were unrelated to any fresenius device(s) and/or product(s).

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was diagnosed with peritonitis. The patient is reportedly performing a manual midday exchange to instill antibiotics. An email response from the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the outpatient home dialysis clinic with complaints of abdominal pain (date not provided). A peritoneal effluent fluid culture and cell count (nucleated cells = 520, polymorph = 87, mononuclear = 13) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin and ceftazidime (dosages, frequencies, durations not provided), and the peritoneal effluent culture result returned negative for growth. The patient¿s antibiotics were continued, and a follow-up cell count revealed the peritonitis was resolving (nucleated cells = 40, polymorph = 33, mononuclear = 67). The patient continues to undergo ccpd therapy utilizing the same liberty select cycler and is recovering from the serious adverse events. Per the patient¿s pdrn, the serious adverse events were unrelated to any fresenius device(s) and/or product(s).